Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely with high defibrillation impedance noted on the patient's right ventricular lead. No intervention or adverse consequences were reported.